Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from april 11, 2020 - april 16, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the intravenous solution was ¿running slow¿ or would not flow using two (2) one-link non-dehp standard bore catheter extension sets. This was identified once the IV solution was connected to the extension tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.